Event description:
A home pt (hp) contacted the baxter technical services center regarding a check lines and bags alarm that occurred during the priming of a homechoice system (hc). The technical support representative (tsr) advised the hp to check the drain line to the bathroom and found that it was wound around the faucet and sitting in a cup in the sink. The tsr advised the hp to straighten the drain line, verify that the clamps are open on the bags and pt line, close the clamps, cycle power on the hc, reload the same setup, go through self test, open the clamps on the bags and pt line, and prime to the connect yourself/check pt line prompt. The hp reported that it was full, with no air bubble. The hp reported that the nurse told him to change the bags and cassette every three days. Fluid was left in bags at the end off the first night and second night therapy. The hp primes with those bags. The nurse told the hp to change the drain line extension once per week. The tsr informed that hp that baxter recommends changing the entire setup every night. There was no pt injury or medical intervention reported at the time of the incident.